Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing psoriatic arthritis was exacerbated under the lifevest equipment. Patient described the area as the garment pressing against the sores, which are not open or broken. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the irritation. Reporting out of an abundance of caution.. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.